Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6). PMA/510(k) number / manufacture date ¿ unknown. This information was originally reported on 1825034-2015-04823 which referenced a journal article written on a study that this patient took part in.

Event description:
Information was received based on review of a journal article entitled, "are custom triflange acetabular components effective for reconstruction of catastrophic bone loss?" The purposes of this study were to determine the (1) frequency of repeat revision, (2) complications and radiographic findings, and (3) harris hip scores in patients who underwent complex acetabular revision surgery with custom acetabular components. A patient was identified in the article that underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date to a custom triflange component due to unknown reasons. The patient was further revised 14 months after the initial revision due to infection. The patient was reimplanted 19 months postoperatively. Additionally, the patient underwent two liner and stem revisions for dislocation 2 years after reimplantation, and had a disarticulation performed at an outside facility approximately 7 years after the initial triflange component was implanted. Furthermore, two periprosthetic femoral fractures resulted in revision and in both hips, the custom triflange acetabular component was retained.